Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 19.50 se//2.0 diopter silicone single piece lens with toric optic. The back haptic tore on insertion into the patient's left eye. The physician cut the lens to remove from eye. A backup lens, same model and size was implanted. Cause of this incident is unknown. The surgeon prefers to use a staar injector that is not recommended for use with toric lens model. This is considered off-label use.